Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements greater than 134 ohms. Technical services (ts) was consulted and concluded it does not appear to be gradually rising. Therefore, recommended programming configurations, frequent monitoring and turning on the sound notifications. This ICD remains in service. No adverse patient effects were reported. Additional information was received the field representative was contacted to program the ICD system into magnetic resonance imaging (MRI) mode. ICD is MRI conditional, but rv lead not, therefore corresponds to an off label use. This ICD remains in service. No adverse patient effects were reported. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provided updates on event description. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements greater than 134 ohms. Technical services (ts) was consulted and concluded it does not appear to be gradually rising. Therefore, recommended programming configurations, frequent monitoring and turning on the sound notifications. This ICD remains in service. No adverse patient effects were reported.